Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25148603 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), 5-pack, when the product was taken out of the tray when using the heart string, the spring part was protruding from the delivery system. Use a substitute and the operation ends without any problems. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), 5-pack, when the product was taken out of the tray when using the heart string, the spring part was protruding from the delivery system. Use a substitute and the operation ends without any problems. The hospital did not report any patient effects.